Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation summary: the reported incident that a screw went through this anchorage plate could not be confirmed, since the device was not returned for evaluation. The root cause of this problem has been identified as a design issue. A new design will be implemented as soon as validated. As no plate has been discarded and this surgery has been completed successfully with the plate, no credit note will be provided. A review of the device history was not possible because the lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that during an elective, index lapidus surgery, the 3.0 locking screw did not lock in, went through the plate hole straight through to the bone. The surgeon then used a 3.5 locking screw in the same hole successfully. Then with a different plate hole the surgeon proceeded directly to a 3.5 locking screw and the surgeon commented that although it was seated, he felt if he kept torquing the screwdriver, the screw would have also gone through the plate hole. The 3.5 locking screws remained implanted. The 3.0 locking screw that was removed has been discarded by the hospital.

Event description:
It was reported that during an elective, index lapidus surgery, the 3.0 locking screw did not lock in, went through the plate hole straight through to the bone. The surgeon then used a 3.5 locking screw in the same hole successfully. Then with a different plate hole the surgeon proceeded directly to a 3.5 locking screw and the surgeon commented that although it was seated, he felt if he kept torquing the screwdriver, the screw would have also gone through the plate hole. The 3.5 locking screws remained implanted. The 3.0 locking screw that was removed has been discarded by the hospital.